Event description:
It was reported that a kinked medication cassette reservoir tubing was observed during continuous IV remodulin therapy via solis pump, and the tubing could not be unkinked. Occlusion alarms were also reported and could not be resolved by the patient. If the issue were to recur, it could result in interruption of therapy. There was patient involvement with no reported patient harm.

Manufacturer narrative:
B3: date of event unknown; no information has been provided to date. H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.